Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant, the right atrial (ra) lead exhibited no capture at max output and no sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.